Event description:
During an arthroscopic debridement while attempting to retrieve a large piece of bone, the tip of the grasper broke off and was in the pt's knee. The surgeon was able to retrieve it with a different grasper. The piece that broke off was discarded. The operating room time was prolonged. There were no noted consequences for the pt. Pt was discharged as planned via same day surgery.